Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately three (3) years post-implantation, the patient presented with pain. Diagnostic imagery showed a loose screw in the knee joint, prompting a revision surgery. During the procedure, it was confirmed that the screw backed out of the femoral component. The inlay also exhibited wear and abrasion marks. A new femoral screw was inserted, the inlay was exchanged, and a debridement was performed without reported complication. Due diligence is in progress for this event; to date all available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard 360 articular surface. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.